Manufacturer narrative:
Section a4: weight: unknown/not provided. Section a5: ethnicity: unknown/not provided. Section a6: race: unknown/not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between jan 07, 2026 and mar 4, 2026. Section h3: the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4613 - minor injury/ illness / impairment (this code is used for the reported issues (halo vision & glare) attempts were made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A planned explant of a preloaded multifocal toric intraocular lens (iol) was initially reported due to halos and glare, that the lens is causing significant halo effects following its implantation. Pre op refraction: +0.75 +1.25 x160, post op refraction -1.00 +0.50 x030, target for the original implanted lens target- plano. Through follow ups, it was learned that the explant was performed on (B)(6) 2026. The replacement lens implanted was of different model and diopter (zcu150 21.5d). No unplanned surgical interventions required, no medication outside the standard of care was prescribed and no patient injury or user harm reported. The patient's current outcome status post explant reported as the patient is doing well. The lens is not available for returned as it was discarded. No further information provided.